Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was having pain in her back and the arches of her feet that the stimulation cannot reach and help relieve her pain. The second problem is the patient has pain (burning, skin pulling) at the site of the battery implant. Additional information was received. It was reported there was no device issue. The patient reported that they needed stimulation in their feet. They could not get that with their current settings. The burning/pain sensation at the battery site was explained that the patient should discuss with their healthcare provider. Based on the information that the patient gave it appeared the device was uncomfortable in how it sat in their body and was implanted. The patient had scheduled an appointment with their doctor and would notify when they would want to meet to reprogram. The reason for call was caller reported that "on and off for the last 2-3 years" they had been experiencing a burning sensation at the implant site. Caller stated that the burning sensation would come and go and they could manage it, but now the pain was unbearable and they needed to take the ins out because it "burns really bad." Caller confirmed that there have been no physical burns on their body. The patient was redirected to their healthcare provider to further address the issue.